Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for deep brain stimulation experienced an abrupt return of motor symptoms on the left side, including severe rigidity, parkinson¿s resting tremor, freezing, and akinesia. The patient was in the emergency room and reported no incident or fall preceding the symptom return. Battery interrogation revealed monopolar impedance out of range (>5k ohms) for all contacts on the right lead, suggesting a possible open circuit, while bipolar impedance remained within normal range. The patient¿s program was initially set to a monopolar configuration; it was switched to a bipolar setting using the same active contacts, but no improvement in symptoms was observed. (B)(6) 2025 (B)(6)) (rep): additional information was received from the manufacturer representative (rep) who submitted imaging for review. X-rays of the chest/implantable neurostimulator and head was performed to assess the lead/extension connection and lead position. The x-ray showed the right lead possibly coming out of the burr hole at a sharp angle, though this was not confirmed as it was unknown if that is just the way due to the angle of lead or the view x-ray was taken in. Impedance testing, including historical comparison, was conducted, and consideration was given to intraoperative testing of the lead and extension with twist lock and alligator clips. The connection at the lead/extension or lead/header block interface was also considered as a possible issue. Both physicians were notified, and further technical support was sought to determine the source of the impedance abnormality. Replacement of the lead was considered if the issue persisted and could not be resolved through programming.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that symptoms have not resolved and that patient is scheduled for a left side replacement of the extensions and leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.